Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and non-obstructive urinary retention. It was reported that trial patient had some irritation where the tape is on their back. They were also concerned they might have moved the leads as now they feel stimulation in the vaginal area and never felt the stimulation in that area before. Trial started (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID: 306001, serial# unknown, product type: screening device. Other relevant device(s) are: ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.